Manufacturer narrative:
H6: investigation summary: it was reported that syringes are difficult to push, sticking and felt blocked. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a syringe out of the packaging flow wrap with about 10ml of a red liquid, possibly blood. The second photo shows a syringe in its packaging flow wrap next to a shelf box. It could be possible the customer had some products on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0337051. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no.: 306575 batch no.: 0337051. Unable to use syringe to flush avf due to syringe not functioning properly. Difficult to push, sticking and felt blocked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no.: 306575, batch no.: 0337051. Unable to use syringe to flush avf due to syringe not functioning properly. Difficult to push, sticking and felt blocked.